Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing due to myopotential oversensing were observed. The patient was stable. The noise was unable to be reproduced with isometrics or deep breathing. 3 days later, the noise was reproducible with deep breaths. Programming changes were made. The device remains implanted. The patient will be monitored with routine follow-up.